Manufacturer narrative:
(B)(4)

Event description:
The customer stated they had ongoing issues with questionable ise indirect gen. 2 results and had previous service visits. The customer provided data for one patient sample. The initial sodium result was 151 mmol/l and the repeat result was 142 mmol/l. The sample was repeated on another cobas 6000 c (501) module and the result was 142 mmol/l. The initial chloride result was 95 mmol/l and the repeat result was 106 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The customer calibrated twice, which passed, but the potassium qc was out of range low. She replaced the ise standard and diluent and then calibrated, but had errors. She calibrated again with fresh calibrator material, which passed, but the sodium qc was high. The field service representative found the connection to a solenoid valve was leaking, which he corrected. He performed mechanical and operational checks which all passed.